Event description:
It was reported that markerband misalignment occurred. During preparation of a 2.50mm x 15mm maverick balloon catheter, it was noted that the two markers on the balloon were very close and was situated on one side of the balloon. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a maverick 2 balloon catheter with the balloon protector over the balloon. The balloon was tightly folded. There were numerous kinks throughout the device. Inspection of the markerband alignment confirmed that the markerbands were not in the correct location.

Event description:
It was reported that markerband misalignment occurred. During preparation of a 2.50mm x 15mm maverick balloon catheter, it was noted that the two markers on the balloon were very close and was situated on one side of the balloon. The procedure was completed with another of the same device. No patient complications reported.